Event description:
Philips received a complaint by the customer on the v60 indicating that a proximal pressure sensor autozero failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a proximal pressure sensor autozero failure occurred. The remote service engineer (rse) provided the customer with the part number of the solenoid valves, data acquisition (da) printed circuit board assembly (pcba), and the da pcba to motor controller (mc) printed circuit board assembly (pcba) cable, for the customer to order and replace. The customer replaced the da pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.